Manufacturer narrative:
(B)(4). It was reported that during a vt fascicular procedure, the carto 3 system showed error 17 while the system boot up. The procedure had begun when the error appeared. The procedure was cancelled when the error was shown and it was rescheduled for another day. The patient had been under general anesthesia for approximately 2 hours and a transseptal puncture had been performed. The location pad / mag tx kit was replaced and the problem was resolved. The defective kit was sent to the manufacturer (htc) for further investigation. Htc verified the problem and found that a defective coil of the location pad caused the issue. The location pad was sent to subcontractor for the coil replacement. The DHR associated with carto 3 # 11649 was reviewed and there were not any discrepancies noted. No anomalies were noted in manufacturing or service. The system met all specifications upon it's release.

Event description:
It was reported that during a vt fascicular procedure (in a pediatric case), the carto 3 system showed error 17 while the system boot up. The procedure had begun when the error appeared. The procedure was cancelled when the error was shown, and it was rescheduled for another day. The physician thought that it was too much risk to the patient to proceed without 3d mapping. The patient had been under general anesthesia for approximately 2 hours and a transseptal puncture had been performed. The patient had medical history of palpitations and documented ventricular tachycardia.

Manufacturer narrative:
Investigation is still in progress. A supplemental 3500a will be submitted to the FDA once that the repair record analysis is completed. Concomitant product: navistar thermocool us catalog #: ni75tcdh, lot #: 15531986m. (B)(4).